Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the front panel appearance was defective and there was a defect of water tank receiver. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had an electric connector with a loose insertion lock. The device was returned for evaluation. During the device evaluation, there was no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events is not determined. However, it is likely that the events occurred due to a failure of the video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preventive maintenance by olympus technician.